Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented air aspirated. Sheath was fine upon start of the case. After post mapping the left atrium there were a few areas that the physician wanted to touch up. After insertion of the catheter, aspiration was being performed as it was discovered that there was a continuous flow of air bubbles. Seems that the center valve was not a tight seal. As if air was being sucked from the center valve and put through the side flush. A new sheath was provided, and the issue was resolved. Several attempts to aspirate the device without success. Procedure was safely and successfully completed with new sheath. The device is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect would have caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event. Inspection of the hemostatic valves found the components deformed and caused by prolonged insertion of the dilator. The complaint summary did not provide information on the condition of the returned sheath or its native dilator, suggesting that the dilator must have been inserted during storage or transportation.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented air aspirated. Sheath was fine upon start of the case. After post mapping the left atrium there were a few areas that the physician wanted to touch up. After insertion of the catheter, aspiration was being performed as it was discovered that there was a continuous flow of air bubbles. Seems that the center valve was not a tight seal. As if air was being sucked from the center valve and put through the side flush. A new sheath was provided, and the issue was resolved. Several attempts to aspirate the device without success. Procedure was safely and successfully completed with new sheath. The device is expected to be returned.